Event description:
It was reported via repair work order that the power cord had a broken power prong. It was also reported that the fowler would function intermittently. It was further reported that the footboard pcb had exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.